Manufacturer narrative:
Block b3: exact date unknown, event occurred few years prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 16923726, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 16923723, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were explanted. The explanted devices will not be returned.